Event description:
It was reported that in central processing, customer observed a wire coming out at the tip of the prograsp forceps instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's grip cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands were sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. No other damage was found.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.